Event description:
Customer reported a patient with ID (B)(4) had a study done for an MRI c-spine on (B)(6) 2013. However, when the doctor reported on the patient. He only saw the images for a similar study in (B)(6) 2009 and thus reported incorrectly on the patient. There was no reported patient injury associated with this event.

Manufacturer narrative:
Device manufacture date - unknown at this time. A follow up report will be submitted when the investigation is complete.